Manufacturer narrative:
Concomitant product(s): a gore® viabahn® vbx balloon expandable endoprosthesis was also implanted in same location. It is unknown which device occluded. Lot number for second device is 17964884; UDI number (B)(4). A review of the manufacturing records verified that both device lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment for an infrarenal aortic aneurysm using a gore® excluder® iliac branch endoprosthesis. Two gore® viabahn® vbx balloon expandable endoprostheses were also implanted in the left common iliac artery. On (B)(6) 2018, one of the vbx device was found to be occluded. A fem-fem bypass procedure was performed was performed and perfusion was restored. It was reported the patient tolerated the procedure.